Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a chronic infection and device extrusion. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). The recipient was reportedly treated with multiple courses of topical mupirocin and septra drops. The recipient's infection is resolved. This is the final report.